Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during retraction, resulting in failed closure. Manual compression was performed to achieve hemostasis. There was no reported patient injury. An unknown 7f catheter sheath introducer was used. The user was trained and experienced with the device. Femoral artery suitability was verified on angiography, including appropriate insertion angle, and the vessel diameter was greater than 5 mm. There was no plaque at the puncture site, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The device will be returned for evaluation.